Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a colostomy takedown procedure, once device was fired, the surgeon questioned if it fired correctly. He thought it didn't completely staple. When the leak test was performed, there was a leak. Upon internal inspection the surgeon felt the staples did not completely form. Another surgeon who was present felt the leak was not due to the staple line but another problem but felt the device should be sent in to be tested. The surgeons manually sutured the anastomoses. There were no adverse consequences for the patient.